Event description:
The operator explained that after entering the donor data, the estimated procedure time was 101 minutes for procedure 2 before she confirmed the procedure. The customer has a configured maximum procedure time of 100 minutes in the procedure priority list. The operator stopped the procedure after 61 minutes due to many alarms and a small hematoma. No medical intervention was needed. The customer would not provide the patient identifier or age. The disposable is not available for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.